Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Troubleshooting for keypad anomaly was performed. Customer's mother advised the insulin pump unlocked on its own during the night for the past 2 weeks. Customer's mother was worried that the lock keypad feature unlocked on its own and wanted a replacement insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was programmed with a locked keypad and was monitored for several days. The pump keypad locked and unlocked properly. No lock/unlock keypad anomaly noted. The pump was received with a cracked reservoir tube lip.